Manufacturer narrative:
Completed information for patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c16000 processing module for multiple samples. The following data was provided (customer¿s reference range is 3.4 to 20.5 umol/l): sid 5225 initial result = 104.2 umol/l, repeat on c1601866 = 18.1 umol/l, sid 5267 initial result = 116.4 umol/l, repeat on c1601866 = 10.5 umol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated total bilirubin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot number 60107uq06 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the total bilirubin assay for lot 60107uq06 was identified. After further review section d4 catalogue no was updated from 06l45-21 to 06l45-22. This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.